Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient described the irritation as redness under all three therapy pads with a burning sensation. There are no allegations of any bleeding, oozing, or weeping wounds. Field services reported there was talc on the electrodes, and maybe the doctors or nurses could have applied the talc. The medical outcome is unknown. Reporting out of abundance of caution. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as redness under all three therapy pads with a burning sensation. There are no allegations of any bleeding, oozing, or weeping wounds. Field services reported there was talc on the electrodes, and maybe the doctors or nurses could have applied the talc. The medical outcome is unknown. Reporting out of abundance of caution.